Event description:
An altitude alarm was reported on the pump. Reportedly, the pump was not outside the labeled altitude operating. Customer's blood glucose was 61 mg/dl. The customer's insulin was initially suspended due to the alarm, but after cleaning the speaker holes and reconnecting the cartridge, the pump operation resumed normally. Technical support provided the customer with tips to prevent future altitude alarms, and the customer acknowledged the guidance.